Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during ablation procedure to treat atrial fibrillation, nrg transseptal needle was selected for use. It was mentioned the device failed to cross septum. The radio frequency was given, the bmc generator was in ready mode, and energization was possible, but the puncture could not be performed. It was tried to replace the connection cable, but the issue remained unresolved. Approximately three unsuccessful attempts were made to perform the puncture. Hence, the needle was replaced. Procedure was completed successfully. No patient complication has been reported. Device is not expected for return as it was discarded in the facility.